Event description:
It was reported via literature article that serious adverse events occurred. This multinational, multi center study was completed between april 2023 and march 2024 to compare the effectiveness of two (2) different anticholinergic medications, glycopyrrolate and atropine, for vagal response prophylaxis in patients undergoing pulmonary vein isolation (pvi) via the farawave pulse field ablation (pfa) catheter. Procedure summary two hundred and forty (240) patients with symptomatic paroxysmal atrial fibrillation underwent first time pvi procedures using the farawave catheter. Patients were categorized into three (3) groups. One (1) group received glycopyrrolate, one (1) group received atropine, and one (1) group received no anticholinergic medication. Antiarrhythmic drug therapy, except amiodarone, was discontinued prior to the ablation procedure. All procedures were completed under general anesthesia and uninterrupted oral anticoagulation was administered to maintain an activated clotting time between 300 and 350 seconds. At least 4 pairs of pfa applications, two (2) pairs in basket and two (2) pairs in flower configuration with each pair at approximately 36 rotations from the other, were performed to achieve pvi. Intraprocedural vagal responses were captured via a twelve (12) lead surface electrocardiogram and a bipolar intracardiac electrogram. Procedural complications of the 240 patients that underwent pfa with the farawave catheter fifty-eight (58) experienced sinus bradycardia, thirty (30) experienced cardiac arrest as asystole, and atrioventricular block occurred in three (3) patients. Additional pacing was required for twenty-four (24) patients. No further information on the status of the patients is available.

Manufacturer narrative:
Vetta, g., et al. Efficacy and drug-related complications of anticholinergic drugs for vagal reaction prevention during pulsed field ablation. Journal of the american college of cardiology clinical electrophysiology. 2025 aug, 11 (8) 1757 to 1768. Https://doi.org/10.1016/j.jacep.2025.04.015. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.